Event description:
It has been reported that the tibia insert didn't fit. Facility took another insert with the same size and it fit at once. No adverse consequence for the pt or delay in surgery or anesthesia time.